Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self-test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. There was no power error detected during the testing and none was found at the pump history files. However, the power graph analysis confirmed the low battery alarms and an abnormal loaded voltage due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with a minor scratched display window and case.

Event description:
The unit was received with operating currents within specification. The unit passed the self-test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. There was no power error detected during the testing and none was found at the pump history files. However, the power graph analysis confirmed the low battery alarms and an abnormal loaded voltage due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. The unit was received with a minor scratched display window and case.